Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A doctor reported that viscoelastic product was used during surgery. During the post-op examination, the patient presented with toxic anterior segment syndrome (tass). Additional information has been requested.

Manufacturer narrative:
Additional information is provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received further clarified that the patient returned for postop evaluation one day after their cataract extraction procedure with intraocular lens implantation in the left eye. The patient reported he could see well initially after surgery, but since waking up and after taking drops, he noted that his vision was dark and he could see a group of little black spots floating around. Exam notes reflect 3+ flare, 4+ cells and fibrin in the anterior chamber. White cells were diffuse and prominent in the vitreous with a very poor hazy media and the fundus was totally obscured.